Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to chronic (B)(6) infection. It was further noted that pus was observed when the pocket was opened. There were no additional adverse patient effects reported. The product was explanted.